Manufacturer narrative:
Please note that the incorrect date of manufacture (dom) was inadvertently entered into the initial medwatch report. Upon further investigation the correct dom has been obtained and entered in this supplemental medwatch report.

Event description:
It was reported that the attachment device was not working properly. During in-house engineering evaluation, it was observed that the device had vibration. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. Several attempts have been made to obtain additional information. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the bearings are worn out and no longer in axial alignment causing vibration. The assignable root cause was determined to be due to worn bearings from normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.